Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath. At the time when air was removed from the vizigo sheath, three-way stopcock the physician reported that the syringe could not be pulled. It was thought that the port might not had been open, but upon checking, it was confirmed that the port was open. The physician requested an investigation of the vizigo sheath. After repeatedly attempting to pull the syringe several times, it felt stiff but was able to be pulled, so the procedure continued. The procedure was completed without patient's consequence. Additional information was received on 15-jun-2025. The physician could not pull the air using syringe. The sheath was being used on the patient. No air entered the patient¿s body. Blood return was not observed. No needle was involved in the alleged event. Additional information was received on 17-jun-2025. The physician suspected the sheath as the suspected device. Additional information was received on 27-jun-2025. The hemostatic valve did not dislodge inside the hub nor did it dislodge outside the hub. The brim cap / hub did not detach from the sheath.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath. At the time when air was removed from the vizigo sheath, three-way stopcock the physician reported that the syringe could not be pulled. It was thought that the port might not had been open, but upon checking, it was confirmed that the port was open. The device was returned to johnson & johnson medtech (j&j) for evaluation on 22-jul-2025. Visual inspection, irrigation test, and microscopic examination of the returned device were performed following j&j procedures. Visual analysis revealed that no damage or anomalies on the device, no issue with the side port was observed. Then, an irrigation test was performed, and the device was irrigating correctly. No irrigation, obstruction or blockage were identified in the side port. A device history record was performed, and no internal actions related to the reported complaint were identified. The blockage issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning stated in the IFU: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).